Manufacturer narrative:
MDR 1219913-2019-00051 was filed on april 15, 2019 reporting a positive advia centaur xp toxoplasma g result for a patient who previously had a negative result. May 2, 2019 - additional information the customer reported that the sample was sent to another lab where it was processed on other instruments and western-blot and all results were negative. There is no sample left for additional testing. The customer is unable to provide the number of negative samples tested, so siemens cannot calculate the specificity of the assay that the customer is observing. Calibration was valid and qc was in range at the time of the testing. While there is insufficient information to determine the cause of the reproducible false reactive results on the advia centaur xp toxoplasma g assay, it seems to be a patient sample specific instance. MDR 1219913-2019-00052 supplemental report 1 was filed for the sample drawn on march 13, 2019.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant toxoplasma g (toxo g) results. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2019-00052 was filed for the sample drawn on (B)(6) 2019.

Event description:
Customer observed a positive advia centaur xp toxoplasma g (toxo g) result for a patient who had a negative result on a previous sample on the advia centaur xp toxo g assay and a subsequent sample on an alternate method. The physician questioned the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur xp toxo g result.